Event description:
Patient implanted with PICC on the left side. The insertion was very difficult. Doctor left it at midline. After 2.5 weeks it was removed and another PICC was placed. Extensive dvt from basilic to axillary. Patient thinks the PICC was too large. No blood flow after PICC was removed. She believes it is due to the interventional radiologist technique and poor judgement. She was released from the hospital, but still has a large blood clot near her heart. Spoke with the patient who is on her way to the hospital to start lovenox therapy to treat the blood clot. She reports the initial PICC was placed on the left side and left at a midline due to insertion difficulties; however, this line functioned appropriately. It was removed due to persistent pain and swelling. She did have an ultrasound done on her left side and no obstruction or clot was found. A second PICC was placed successfully in her right arm. After approximately 5 days, the patient developed swelling in the axilla. An ultrasound of the right side showed no blood flow through the axillary region due to a large blood clot. The right side PICC was then removed. Patient reports a history of surgery on right shoulder.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of rewl 1481 showed no other similar product complaint(s) from this lot number.